Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer turned off the insulin pump and forgot to turn it back on, causing high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer had ketones, tired and stiff muscles. Customer also had a heart condition. Diagnosed diabetes ketoacidosis. Customer was hospitalized for four days. Nothing further reported.